Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an issue with infusion set fell off during use on 18-apr-2024. No further informatio available.